Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The patient reported infusion set fell off during use. The infusion set was in use for one to one and half day. No further information available.